Event description:
The customer reported the systems' live monitor blanked out thereby necessitating a reboot to restore functionality. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
The customer canceled the service call.